Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the set screw of the implantable cardioverter defibrillator (ICD) was cross threaded and could not be tightened. The ICD was not implanted and an alternate near at hand was implanted on 10 aug 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device above the elective replacement indicator (eri) was returned in one piece for analysis. Analysis revealed the right ventricular set screw was unseated. No anomalies were found.